Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a short in the distribution node (dn) pca. A nicked pulse wire in the cable connecting ecgs "a" & "b" and the front therapy electrodes caused the short. The root cause for the nicked pulse wire could not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the therapy electrodes were non-functional.